Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified crease fold, wear abrasion, opening on posterior, white particles on inner surface of device, broken the plug strap, missing the plug strap (25%-50%). Leak test was performed which identified the following: an opening on shell. Microanalysis identified delamination of the plug strap disk shell, and identified a sharp edge on the plug strap broken assessed as unidentified (tear) opening; identified one sharp opening on anterior assessed as unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness within specification. Additionally, identified striated edge opening on the posterior side, which consist in the use of some surgical tool. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: sharp opening assessed as unidentified (tear) opening. Delamination of the plug strap disk shell assessed as cohesive failure. Broken plug strap with sharp edge assessed as unidentified (tear) opening. A striated edge opening on posterior side due to surgical damage.

Event description:
Device has been explanted.

Event description:
Device has been explanted.